Manufacturer narrative:
(B)(4). Clinical research assessment indicates that the reported respiratory distress was related to the cardiogenic shock that the patient was being treated for and not related to the stent dislodgement.

Event description:
It was reported that during the procedure, a 2.5 x 15 xience v stent was implanted in the left main artery. The physician identified another lesion in the left descending artery. Pre-dilatation was not performed and an attempt was made to advance a 2.5 x 23 xience v stent system for treatment of this lesion; however, resistance was felt due to the tortuous vessel and calcification. An attempt was made to withdraw the stent system but resistance was felt and the physician felt that the stent may have dislodged from the balloon. After removal of the stent system from the anatomy, it was confirmed that the stent had dislodged. Images revealed that the stent was located between the proximal segment of the lesion and the previously implanted xience stent. Brief unsuccessful attempts were made to retrieve the stent using an unspecified 1.5 balloon. Ultimately, dilatation was performed to appose the stent to the vessel, significantly overlapping the previously implanted xience stent. A 2.5 x 18 xience v stent was deployed to cover the lesion in the left descending artery. The procedure was not significantly prolonged and there was no adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant medical products: sheath: 6f, jr4, jl4; stent: 2.5 x 15 xience v. (B)(4): no pre-dilatation and distal to stent. The ability to cross a lesion can be impacted in numerous ways. Some of the contributing factors may consist of, but is not limited to, patient anatomical condition, patient disease state, pre-dilatation strategy, device placement technique, device size selection and accessory device support. The product was not returned and may have assisted in the investigation. It was reported that the xience was attempted to be placed distal to a previously implanted stent without pre-dilatation. It should be noted that the xience v instructions for use states to pre-dilate the lesion with a ptca catheter of appropriate length and diameter for the vessel/lesion to be treated. Limit the longitudinal length of pre-dilatation by the ptca balloon to avoid creating a region of vessel injury that is outside the boundaries of the xience v stent. Additionally, although the safety and effectiveness of treating more than one vessel per coronary artery with xience v stents has not been established, if this is performed, place the stent in the distal lesion before the proximal lesion in order to minimize dislodgement risk incurred by traversing through deployed stents. In this case, the attempt to cross the stent delivery system (sds) through the previously implanted stent appears to have contributed to the failure to cross and subsequently interacted with the previously implanted stent during the attempt to remove (difficult to remove) and resulted in the stent dislodgement which led to the expanding of the dislodged stent to appose it to the vessel (additional therapy/non-surgical treatment). A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the database was performed and there have been no other incidents reported for stent dislodgement or difficult to remove for this lot. Therefore, there is no indication of a product quality deficiency associated with this lot. The profile dimensions on all sds are confirmed by visual and dimensional checks on the manufacturing line before release. Additionally, a sampling of units is destructively tested to verify stent dislodgement force prior to release of the lot. The reported failure to cross, difficult to remove, stent dislodgement and additional therapy/non-surgical treatment appear to be related to the procedure circumstances and there are no indications of a product quality deficiency.

Event description:
Subsequent to the medwatch report, additional information reports that the procedure was performed for treatment of acute myocardial infarction and cardiogenic shock. The patient was placed on an intra aortic balloon pump due to respiratory distress.